Event description:
It was reported that a particulate matter was found in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified during visual inspection in the compounding pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: actual and a photograph of the sample were received for evaluation. Visual inspection was performed on both samples and a visual inspection with magnification was done on the actual sample. A white particulate matter (pm) was observed in the sample photo only. The particle was possibly identified as acrylonitrile butadiene styrene material. The fill port cap of the actual sample was removed and no issue was observed. The reported condition was verified in the photo sample; however, not verified in the actual sample. The cause of the condition could not be determined. The possible causes of pm based on the photo image only include compounding error, during customer handling, or inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.